Event description:
It was reported that during a hepatectomy procedure, the device would not staple. During stapling of the inferior vena cava, an unusual noise was heard. The device did not staple the vein and a 3 cm tear occurred. The device was used with a xr30v reload. There was massive haemoperitoneum and two minutes of cardiac arrest. The patient was admitted in postoperative ICU and is still there to date. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.